Manufacturer narrative:
It was reported that during patient treatment, the respirator began alarming for leaks. It also triggered high pressure alarms and other clinical alarms that suggest that the ventilation of the patient was insufficient. The user was recommended to clean the cassette and to try with another cassette. It was reported that after replacement of the patient cassette, the problems were solved. It is possible that the patient cassette contributed to the reported event but it has not with certainty been determined since the replaced patient cassette was not returned for investigation.

Event description:
Manufacturer´s ref #: (B)(4).

Event description:
It was reported that during patient treatment, the anesthesia workstation generated alarms for high airway pressure and low fio2. There was no patient harm. Manufacturer´s ref #: (B)(4).